Event description:
It was reported that a flogard infusion pump experienced the f-94 alarm. There was no patient involvement reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the f-94 alarm, confirming the reported condition. The device was visually inspected and functionally tested. The visual inspection identified that the central processing unit (cpu) board was damaged. The cause of the f-94 alarm was determined to be the damage to the cpu board. To correct the condition, the cpu board was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.